Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the alarm logs stated 'check flow sensors'. The flow sensors were calibrated.

Event description:
The hospital reported the bellows did not operate as expected during a case; loss of mechanical ventilation. Unit was swapped out with another to complete the case. There is no report of patient injury.